Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent dexcom g7 connectivity loss to the ilet, with prolonged reconnection and eventual inability to connect despite multiple sensors and device restarts, after which a replacement ilet restored function. Symptoms included none related to glycemia, and blood glucose was not affected. Outcomes included temporary discontinuation of automated insulin delivery and use of manual insulin. Investigation included remote troubleshooting, sensor code re-entry, guided restarts, and receipt and inspection of the returned device. Investigation of this case revealed a communication malfunction between the ilet and the cgm sensor limited to the ilet interface, with resolution upon replacement of the ilet, indicating a device performance issue localized to the original unit. It was concluded that the cause was device malfunction of the ilet¿s cgm communication function.